Event description:
(B)(6) study. It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was discharged on clopidogrel. On (B)(6) 2019 the patient had an onset of left superior arm hyposthenia. This occurred for 30 minutes before it spontaneously resolved. The patient was diagnosed with a transient ischemic attack. The patient was given 100mg aspirin and enoxaparin 6000 u to treat this event and it was considered to be resolved the same day. On (B)(6) 2019 the enoxaparin 6000 u was stopped.

Event description:
Flexibility study: it was reported that the patient experienced a transient ischemic attack. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was discharged on clopidogrel. On (B)(6) 2019 the patient had an onset of left superior arm hyposthenia. This occurred for 30 minutes before it spontaneously resolved. The patient was diagnosed with a transient ischemic attack. The patient was given 100mg aspirin and enoxaparin 6000 u to treat this event and it was considered to be resolved the same day. On (B)(6) 2019 the enoxaparin 6000 u was stopped. It was further reported that on (B)(6) 2019 post procedure the patient experienced an episode of transitory hyposthenia at left superior arm and weakness of the left arm which lasted < 30 min without other active neurological deficits. Urgent CT of the patients head was scheduled and revealed no focal active encephalic lesions. Neurologist was consulted and confirmed a transient ischemic attack(tia) of the right sylvian circulation with possible hemodynamic mechanism induced by hypotension. No action was taken in response to the event and the rest of the hospitalization continued without complications. Prior to discharge, post implant echocardiography was conducted and did not reveal major abnormalities in the left ventricular kinesis and preserved ef. However, negligible pericardial effusion of 6 mm in the free side of the right sections was noted without hemodynamic consequences. On (B)(6) 2019, the event was considered as resolved and the patient was discharged with clopidogrel in hemodynamically stable condition.